Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left side of femoral artery using a 6f non-bsc introducer sheath. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous left superficial femoral artery (sfa). After a 035 non-bsc guide wire crossed the lesion, the physician then deployed a 6x6 non-bsc stent. Subsequently, a 5.0 x 40 x 75cm mustang¿ balloon catheter was advanced for post-dilatation. However, when attempting to dilate the edge of the stented area on the first inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The balloon was caught at the edge of the stent. The device was completely removed from the patient and the procedure was completed with another mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).